Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828805) was implanted via v-p shunt on (B)(6) 2021 with setting 3. The patient complained of headache and x-ray imaging confirmed ventricular enlargement. When the operator tried to change the set pressure with a magnet, it moved a little, but the set pressure returned to the setting 3 position. The set pressure could not be changed, therefore, the valve was removed and replaced on (B)(6) 2022. Although the protein concentration may have been high at one point, it is now stable.

Event description:
N/a.

Manufacturer narrative:
The certas valve (ID 828805) was returned for evaluation. Device history record (DHR) - the product code 82-8805 with lot 5239706, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; damage to the silicone housing in the needle chamber. The valve was hydrated. The catheter was irrigated no occlusions noted. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The root cause for the cut/tear in the silicone housing is probable due to a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU (instructions for use), silicone has a low cut/tear resistance. The root cause for the pressure issue noted during the investigation is due to the damaged silicone housing. The possible root cause for the issue reported by the customer, could have been due the biological debris and protein build up interfering with the valve mechanism, but no programing issues were note with the valve during the investigation.